Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in inappropriate mode switching and pacing inhibition. The ra lead was capped and replaced on (B)(6)2024. The patient was discharged.